Manufacturer narrative:
Information was received via medwatch report: mw5034880. This report will be amended when our investigation is complete.

Event description:
It is reported that upon implanting the femoral stem, a crack was noted. The surgeon placed 2 cables around the fracture.